Manufacturer narrative:
The investigation into the delivery issues and the access site bleeding ¿ major issue has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the access site bleeding was most likely due to patient condition since excessive bleeding was caused by the patient's anatomy. The root cause of the delivery issue was most likely due to patient condition since due to patient anatomy the pump was unable to successfully be inserted. D6a, d6b.

Event description:
The user facility reported a 81-year-old female undergoing cardiac surgery was to be implanted with an impella 5.5 device for mechanical circulatory support. The user facility reported that an impella 5.5 could not be implanted due to excessive bleeding caused by the patient's anatomy. Two units of blood were transfused to treat the condition and the impella 5.5 implant was aborted. An impella cp was successfully implanted in the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿